Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h2, h4, h11.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope's curved rubber adhesive part was missing. In addition, liquid leakage was found on the grip part and the up/down plate. The grip part and the up/down plate were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope's curved rubber adhesive part was missing. In addition, liquid leakage was found on the grip part and the up/down plate. The grip part and the up/down plate were sticky. There was no patient involvement.